Event description:
Caller reported tandem mobi cartridge alarm that occurred during the load process. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump. Customer was instructed on properly storing and returning the problematic pump to tandem, and acknowledged the need to program settings and connect their cgm to the replacement pump. A backup insulin pump would be used to ensure continuous insulin delivery, and the replacement pump was sent without the need for a delivery signature.